Event description:
It was reported that the wake button on the pump was difficult to press and required multiple presses in order to turn the pump screen on. The customer's blood glucose (bg) due to the issue was around 600 mg/dl and had to visit the emergency room (ER). Customer was unable to provide a specific date for the ER visit, noting that it was some time on (B)(6) 2026. Customer was treated with intravenous fluids of saline and insulin at the ER which resolved the issue with no permanent damage to the customer. Customer was released from the ER on the same day. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.